Manufacturer narrative:
(B)(4).it is unknown if the sample is available for evaluation. However, a follow-up report will be submitted if an evaluation is performed, or if additional information becomes available. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4)/ the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Event description:
A customer reported to product surveillance of a clearlink buretrol set in which there was a no flow or priming issue. The tubing is kinked in the packaging, and the line is collapsing on itself. The process step in which this reported condition occurred is unknown. There was no patient involvement or medical intervention reported. No additional information is available.